Event description:
Complaiant alleged that a patient (age & gender unknown) was being monitored for an atrial flutter heart rhythm. The patient became asystolic, and the nurse quickly increased the pacer output. The device increased to twenty milliamps and then stopped increasing. The nurse was unable to increase the milliamps any further. The patient regained a normal sinus rhythm and there was no adverse effect. The patient was further treated with a non-zoll defibrillator.